Event description:
It was reported by customer that their insulin pump had alarmed no delivery and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 463 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming and insulin exited tubing. Customer verified device was not leaking and did not alarm. Informed customer to device is functioning properly and to monitor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.